Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Bg cause was not known. Customer consumed drank two soda's to address bg. No additional information provided. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.